Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting to the patient line is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had initiated therapy prior to connecting to the patient line. The power was cycled to clear the alarm. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.